Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level. The customer was treated with injections. The customer's blood glucose value at time of incident was 515 mg/dl and the current blood glucose level was 158 mg/dl. The customer¿s mother stated that the sensor glucose 131 mg/dl and had 10 carbohydrates and also stated that on the last night she had 55 carbohydrates at dinner and the pump gave her 8.9 mg/dl and she was 130 mg/dl at 5:15 and at 7:15 she had blood glucose levels were 308mg/dl and at 9:55 she had 25 carbohydrates and 3.1units. Whenever, she had a blood glucose level they have to go straight to needles. The customer¿s was fine at 11:34 with blood glucose 158mg/dl, at 1pm it gave her 2.1 units as she was 202 mg/dl blood glucose level. The product will not be returned for analysis.